Manufacturer narrative:
One sample of infusion set 2426-0007 was submitted for quality evaluation. The administration set was tested along with the customers submitted sample alaris infusion pumps. There were no signs of free flow or other issues with the administration set. The customer complaint of flow issues was not confirmed. A root cause analysis was not conducted due to the reported issue not being replicated. A device history record review could not be performed on material 2426-0007 because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following: the new bag was hung around 130 am and then was empty about 4-5 hours later. We are also pulling the report from the pumps by biomed.